Event description:
Information received notes that a holter monitor confirmed the patient's complaint of an irregular heartbeat. The patient's physician advised her that the pacemaker leads were not transmitting properly and that the pacemaker was not functioning correctly. Subsequent to the replacement procedure, the patient experienced "severe stomach spasms" on several occasions due to what her physician believed was "a decreased blood supply to the intestines."